Manufacturer narrative:
H6: after investigation, ventec has determined that this medwatch report was submitted in error. There were no issues with ventilator measuring lower peep (positive end expiratory pressure) than set.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.